Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer stated that he tried connecting the uim to a different device with the same results. The customer was informed that the uim would need to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device was not returned.

Event description:
It was reported to vyaire medical that the avea ventilator had no display on uim (user interface module). The customer confirmed that there is no patient involvement associated with this reported event.